Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a post-implant device check, low r waves were observed. The physician elected to reposition the lead (B)(6) 2019 and the patient was stable following.